Event description:
Info received indicates during a preventive maintenance check, the technician found the ground resistance regarding out of normal range.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.